Event description:
The user facility reported that during a procedure, the involved glidesheath got separated and a piece remained in the patient's body. Follow up communication with the user facility confirmed the following information: (1) for catheter ablation therapy, a 10 fr. Sheath, agili 8.5 fr. Sheath and the involved glidesheath were inserted into the right femoral vein in sequence; (2) an inquiry catheter was inserted into the involved glidesheath during catheter ablation; (3) at completion of the ablation, when the physician withdrew the involved glidesheath, it got fractured in the patient's body; (4) the separated segment remained in the vessel; (5) it was removed from the patient by surgical intervention successfully; and (6) the physician confirmed that there was no harm to the patient after the surgery.

Manufacturer narrative:
(B)(4). The actual sample was returned to the manufacturing facility for evaluation. Visual inspection upon receipt found that the sheath tube had been fractured into two pieces at approximately 231mm from the distal end. The total length of the sheath tube was determined and confirmed to be comparable to that of the current product sample, confirming that there is no portion missing from the returned sample. Magnifying inspection of the fracture found that the surface of the fracture cross-section was in the smooth state partially with the generation of some cuts on the area adjacent to it. It was also noted that the sheath tube had been elongated at the fracture. The sheath tube was cut vertically and the cut cross-section was inspected under magnification. There was no unevenness in the wall thickness. The ID and the wall thickness dimensions were determined and confirmed to be normal meeting manufacturing specifications demonstrating that the sheath tube had no inherent deficiency in its tensile strength. Simulation testing was conducted on a product sample. A nick was given to the sheath tube with a scalpel. Subsequently, the sheath tube was subjected to a pulling force. As a result, the sheath tube got fractured at the nick. On the fracture cross-section surface, a partial smooth part and a partial elongated part were found. The device history record and product release decision control sheet of the involved product /lot# combination were reviewed and confirmed that there were not any indications of production related problems. A search of the complaint file did not find any other report with the involved product/lot# combination. Although the cause of the reported event cannot be definitively determined based upon the available information, the event description and appearance of the returned sample along with confirmation by simulation testing of a sample from current production are most consistent with the actual sample coming in close contact with a sharp a sharp tool such as a scalpel on the outer surface and was given a cut with it and that the actual sheath got fractured by a pulling force subsequently when it was withdrawn. The device labeling does address the potential for such an event in the instructions-for-use, which states: "do not scratch the sheath with needle point, cutting too, or other edged tools." All available information has been placed on file in quality assurance for appropriate tracking, trending and follow-up. (B)(4).